Manufacturer narrative:
On 8-jun-2021, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from (B)(6) 2021. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-jul-2021, mentor received additional information regarding the suspected medical device and revision surgery. The suspected medical device was returned for evaluation. The patient underwent removal and replacement with a 350cc mentor memorygel breast implant (right catalog #: 3503504bc, right serial #: (B)(4)). On 22-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed a crease/fold on the anterior view and extending to the posterior view. Leak testing was performed according to mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implant prostheses (catalog #: 3503504bc, left serial #: (B)(6) , right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with a 250cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.